Event description:
It was reported to philips that the system was unable to boot up. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system was unable to boot up. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the system was able to make x-rays, but data monitor was not displaying any information. On further troubleshooting, the fse found that in the cy box, one of the transmitters had no led indicator active and no voltage was detected from the power cord, even though the power block was receiving 230 v. To resolve the issue, the fse replaced the faulty transmitter in the cy box. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.